Event description:
Clinicians were attempting to monitor a patient, but the device display would not illuminate on power-up. The clinicians obtained another device and successfully monitored the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.